Event description:
User alleges while peforming first ventilator check on pt, she observed that her peak airway and mean airway pressures were unusually high. Et suction was attempted with failure to pass suction catheter through et tub about half way in. Oral cavity was inspected and dark blockage device was observed about half way down the et tube. Manual ventilation with bag/valve device with difficulty bagging encountered. Physician paged and preparations for re-intubation made. When et tube removed, dark brown/black secretions were observed to be hardened within the et tube almost completely occluding the inside. Replaced hme and reintubated. No adverse outcome reported.